Event description:
Distributor reports pt-self tester generated results lower than reference with the protime microcoagulation system. Protime generated 1.4 inr. On the same day, laboratory result was 2.3 inr. Pt's therapeutic range: 2.0-2.5. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot# l1p3c454. Method: (instrument). Customer returned samples tested (single-use disposable). Result: reported customer complaint not confirmed for instrument or single-use disposable. Itc has requested all data required for form 3500a.